Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a non-penumbra catheter. During the procedure, while advancing the velocity through the catheter, the physician experienced resistance and decided to retract the velocity. While retracting the velocity, the velocity split into two pieces approximately 10 centimeters from the hub. Therefore, the velocity was removed by removing the catheter. The procedure was completed using a new velocity and the same catheter. There was no report of an adverse effect to the patient.